Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of the ¿ instrument channel port came out¿ was confirmed. Due to the missing biopsy port no leak test could be performed. In addition, there was five percent dim light breakage noted. The scope¿s oes image was foggy. The cause of the reported event could not be determine. The investigation is ongoing and if additional information is received this reported will be supplemented accordingly.

Event description:
The user facility reported that during preparation for use, the scope¿s instrument channel port detached. There was no patient injury or patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reported that the most probable cause for the reported event is as follows: it was speculated that the t-tube mounting cap was damaged because an excessive external force was applied to the t-tube mounting cap. The production date of the actual product is june 1, 2017, about three years and six months have passed. ·from the above, it is considered that the product may have been affected by aging degradation, but the repair history cannot be confirmed because the actual product is an overseas destination product. ·therefore, the legal manufacturer assumed that the item was damaged due to handling, but we could not find out root cause because the actual item was not sent and we could not confirm it. ·there is no occurrence of this phenomenon caused by products or manufacturing, and this phenomenon does not occur frequently (there is no problem in safety). The legal manufacturer confirmed the description of this event in the IFU ¿oes cystonephrofiberscope cyf-5/cyf-5 a¿ chapter 9 storage 9.1 storage. Prior to storage, detach all removable parts from the endoscope. ·it was found that the t-tube mounting cap was damaged due to physical stress.